Event description:
For the third time in six months rptr has received glucose test strips which they believe give faulty high test results. The MFR is lifescan for their fasttake meter. The most recently acquired rx is lot #1013365. Exp: 7/2001. Over the last six months the test strip lots were to expire in july and august of 2001. All the strips were of the MFR's old style. Rptr's research has found other strips by the MFR have been recalled. Rptr is now told by the MFR that the strips they have been using are out of stock, on back order and availability is unknown. When using the MFR's new style with expiration dates in 2002 or later rptr gets normal results.